Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was found to have triggered a lead safety switch (lss) from bipolar to unipolar configurations due to recorded high out of range pacing impedances. It was noted that when in unipolar configuration the rv lead exhibited loss of capture (loc) and in bipolar configurations high pacing thresholds were observed. The patient is not pacing dependent. It was believed the cause of the loc and high impedances to be due to a minor dislodgement due to the patient significantly using their arm within the recommended six weeks healing period. It was also noted that during a recent procedure, the pacemaker device stored an episode that showed oversensed electromagnetic interference (emi) noise on the rv lead. Ts also observed the right ventricular automatic threshold (rvat) was suspended due to low evoked response on the presenting electrogram (egm). Technical services (ts) discussed possible causes and provided programming recommendations. Subsequently, a lead revision was completed, where this rv lead was revised successfully. At this time, the pacemaker and rv lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was found to have triggered a lead safety switch (lss) from bipolar to unipolar configurations due to recorded high out of range pacing impedances. It was noted that when in unipolar configuration the rv lead exhibited loss of capture (loc) and in bipolar configurations high pacing thresholds were observed. The patient is not pacing dependent. It was believed the cause of the loc and high impedances to be due to a minor dislodgement due to the patient significantly using their arm within the recommended six weeks healing period. It was also noted that during a recent procedure, the pacemaker device stored an episode that showed oversensed electromagnetic interference (emi) noise on the rv lead. Ts also observed the right ventricular automatic threshold (rvat) was suspended due to low evoked response on the presenting electrogram (egm). Technical services (ts) discussed possible causes and provided programming recommendations. At this time, the pacemaker and rv lead remain in service. No additional adverse patient effects were reported. Subsequent additional information was received that reported that a lead revision was performed, where the pacemaker and rv lead was explanted and replaced with a new device and lead with the pacemaker being explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.